Event description:
It was reported that while un-packing the 3.5 x 33 mm xience prime stent delivery system (sds), it was observed that the hub of the sds was hanging out of the coil, and the shaft was bent. During investigation of the device further, the hub became separated from the shaft. The device was not used in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it is being retained by the hospital. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The kinked shaft and hub separation were not confirmed; however, the shaft was separated. Device out of place in package during manufacturing or shipping could not be tested as the device was already unpackaged. Based on visual analysis of the returned device, there is no indication of a product deficiency. Based on the information reviewed, there is no indication of a product deficiency.